Manufacturer narrative:
(B)(4). Attempts to request additional information was performed however have been unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, device interrogation of this pacemaker revealed that an out of range impedance measurement had enabled right ventricular (rv) lead's safety switch. Noise episodes were stored in electrograms but could not be reproduced in the clinic. Lead fracture and insulation damage was alleged however, an x-ray was performed that could not confirm. Reprogramming was performed and patient to follow-up in three months. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information has been requested. This investigation will be updated should further information be provided.